Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a review of the pump¿s black box history showed that multiple cs (B)(4) call service alarms were recorded. The battery compartment was found to be intact; no damage was observed. No battery cap as returned with the pump. A test battery cap was able to be secured to the pump and was able to maintain an electrical connection with the pump. The pump was exercised for 24 hours with no power reboots occurring. The pump case was removed and no damage was found to the power circuit. The complaint that the pump had no power was not able to be duplicated during investigation; however, cs (B)(4) call service alarms, which can be mistaken for the type of power issue that was reported due to the presence of a blank display and unresponsive pump, were observed in the pump history.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.